Manufacturer narrative:
(B)(4). Customer called for blood glucose testing instructions only, not complaining about product performance. On (B)(6) 2016 customer called the manufacturer back giving thanks for the action taken, in alerting the police who visited to ensure customer felt better. Customer informed the glucose level decreased from 480mg/dl to 450mg/dl. On (B)(6) 2016 manufacturer contacted customer, customer feels better, but her pain due to a uterine cancer illness continue. Customer informed glucose level is lowering positively to 303mg/dl. Customer informed did not require medical attention. The manufacturer tried calling the customer multiple times, but unable to make contact with customer; we will continue to try and contact the complainant for additional information; this is the information available at this point.

Event description:
Customer called asking for assistance with performing a blood test. During the conversation with customer, ms.(B)(6) informed that was in a lot of pain and mentioned suicide, customer declined seeking medical attention, but was agitated on the phone. Customer care rep. Advised customer to relax and at least call the hospital to inquire what to do to bring her glucose down. As a precaution measurement the customer care rep. Alerted the police department at the area, with a phone call to 911 and help was dispatched.